Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they had a new adjustable bed with copper coils and it seemed like after they started using it almost gave them like jolts going through their body so they turned the device off and it did not make a difference but they thought that was strange. They got a new mattress that was more firm which they were not used to and they believe the device got caught in the indentation and think it might have moved a little and was painful. For about 2 weeks patient had a red mark near the incision. Patient indicated they have fully healed since. Patient also reported the interstim therapy was very effective for them, and they were taking bio identical hormones for 24 years prior to getting the interstim. However ever since the FDA changed their bio identical hormones, they have noticed a marked difference to their bladder control which they have been discussing with their managing phy sician. Its still good but not like it had been. Patient wanted to know if there have been any studies on bio identical hormones and bladder control and ps redirected to clinicaltrials.gov website.